Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 35 mg/dl at the time of the incident. The customer was at 180 mg/dl at the time of the call, and 120 mg/dl at the time when they were going to bed. The customer used food and glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump was is delivering. Customer states that the lows have been occurring for over a week, even after their doctor adjusted their settings. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a 2.0 u/h basal rate and monitored 3 days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Unit was downloaded and all bolus delivered were found at the carelink report. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump passed the delivery accuracy test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.